Event description:
It was reported that; it was a two-level mis tlif. Plan was to use acculif for the interbody at l4/5 and l5/s1; when we got to inserting the cage at l5/s1, the surgeon got the cage in okay. When he went to attach the acculif pressure syringe to the inserter, he started to turn it clockwise to expand the cage until he felt a little bit of pressure, we took an image - the cage had expanded slightly, he continued to turn and about 1 or 2 turns when there was a loud clicking noise and the pressure gauge dropped backed to the starting point. Inserter and syringe were inspected, everything was engaged and no leaking. Surgeon kept turning, pressure gauge started to move back up, started to feel pressure, appeared to be expanding, then the noise happened again and the pressure gauge dropped down. Detached the pressure syringe from inserter and inspected the green washer, didn't find anything to be wrong - decided to replace it anyway. Filled up the syringe with water again, put the plunger back in, reattached it to the inserter. Followed the same steps and the same thing happened again - loud click and the pressure gauge dropped. The cage was slightly expanded at that point. The surgeon turned the plunger and syringe one full turn counterclockwise to make sure the cage settles and, when he did, the cage collapsed back to the starting point. No back up syringe - aborted trying to expand the cage at all. Cage was left implanted unexpanded. Inspected the instrumentation, still malfunctioning, leaking coming from where the port meets the syringe.

Event description:
It was reported that; it was a two-level mis tlif. Plan was to use acculif for the interbody at l4/5 and l5/s1; when we got to inserting the cage at l5/s1, the surgeon got the cage in okay. When he went to attach the acculif pressure syringe to the inserter, he started to turn it clockwise to expand the cage until he felt a little bit of pressure, we took an image - the cage had expanded slightly, he continued to turn and about 1 or 2 turns when there was a loud clicking noise and the pressure gauge dropped backed to the starting point. Inserter and syringe were inspected, everything was engaged and no leaking. Surgeon kept turning, pressure gauge started to move back up, started to feel pressure, appeared to be expanding, then the noise happened again and the pressure gauge dropped down. Detached the pressure syringe from inserter and inspected the green washer, didn't find anything to be wrong - decided to replace it anyway. Filled up the syringe with water again, put the plunger back in, reattached it to the inserter. Followed the same steps and the same thing happened again - loud click and the pressure gauge dropped. The cage was slightly expanded at that point. The surgeon turned the plunger and syringe one full turn counterclockwise to make sure the cage settles and, when he did, the cage collapsed back to the starting point. No back up syringe - aborted trying to expand the cage at all. Cage was left implanted unexpanded. Inspected the instrumentation, still malfunctioning, leaking coming from where the port meets the syringe.

Manufacturer narrative:
Catalog #: 800347. Method: device inspection. Results: upon visual inspection of the returned device it was confirmed that the device was damaged. Device history review could not be performed as lot code is unknown. Conclusion: the plausible root cause of the reported event is user related, specifically misalignment of the syringe and inserter during assembly causing breakage of the o-ring.